Event description:
It was reported when using the unspecified bd vacutainer tube the stopper popped out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "when the clinician removed the pst tube from vacutainer, the top of blood tube came off and blood spilled on the drape."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
Family: (B)(6), stopper pops out of the tube and sample leakage division / project: business process / MDR created: 2023-02-10 10:01 am save & exit cancel new copy child check spelling workflow pending successful ack3 submission accepted in state for 23 days activity type enter your selection here date scheduled calendar now person responsible search date performed calendar now show all fields... MDR ownership patient information (a) adverse event or prod prob (b) suspect products (c) suspect medical device (d) med device reprocess info (d) initial reporter (e) user facility / importer (f) all manufacturers (g) device manufacturers only (h) approvals and acknowledgements supporting documents and notes hidden fields adverse type product problem date of event 2023-02-06 event attributed to if you select other - please explain in field "other details" death? No date of death other details if event attributed to has been populated as other enter the details here - otherwise enter 'n/a" here. Na describe event or problem maximize it was reported when using the unspecified bd vacutainer tube the stopper popped out of the tube and sample leakage. The following information was provided by the initial reporter. The customer stated: "when the clinician removed the pst tube from vacutainer, the top of blood tube came off and blood spilled on the drape." Relevant tests/laboratory data maximize none reported. Other relevant history maximize